Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 28 mmol/l (504 mg/dl) between 1 and 4 hours of wearing the pod. The patient reported experiencing high bg levels, unsure if insulin was being delivered. The device evaluation found the cannula to be flattened and internal corrosion.

Manufacturer narrative:
The pod was received for evaluation fully deployed. Cracks were observed on the top and bottom housing, and discoloration was observed through both the top and bottom housing. Upon removal of the pod housing, corrosion was observed on all three batteries, and the pcb. The battery voltage of all three batteries was measured to be lower than expected due to internal corrosion. The exposed portion of the soft cannula was observed to be flattened. During the investigation, this damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed during the leak test. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. Due to the corrosion, download data could not be retrieved despite removal of the pcb and attachment to a power supply. Due to the location of the corrosion aligning with the cracks and the severity of the cracks, it could be determined the cracks allowed fluid ingress and the resulting corrosion. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.